Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the staple line was bleeding. The patient is being brought back for a reoperation. The operating report states that there were no challenges with the stapler in the operating room. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.